Manufacturer narrative:
Eval results: visual inspection of the returned product showed that there was no visible damage to the lens. The cartridge was returned and there was a piece of it missing at the slit tip. There was evidence of a clear surgical residue. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for evaluation.

Event description:
It was reported that the surgeon inserted an aq2010v silicone three piece lens and the pt's capsule was unable to support the lens. The capsule was not torn. The incision was enlarged to remove the lens and the wound was sutured.